Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side "deflation." Healthcare professional later confirmed deflation. Device remains implanted.

Event description:
Patient reported right side "deflation." Healthcare professional later confirmed deflation. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, two openings assessed as fold flaw opening. As per the investigation procedure creases, stress marks and wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported right-side "rupture" healthcare professional later confirmed right side deflation. Device has been explanted.